Event description:
It was reported that a watch dog failure occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The tampers seal were removed/broken. The pump was in good condition. No apparent contamination. There was a watch dog failure alarm in history. Customer stated problem could not be verified after flow and occlusion tests. The root cause of the reported issue could not be determined. Replaced main board for preventive measure.